Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump black box revealed multiple low battery warnings, with no evidence of short battery life observed in the black box. During testing, the battery compartment was observed to be cracked. The returned battery cap was able to be fully secured onto the pump. The electrical current draws were within specifications. The pump was opened and removed from the case and no moisture was found inside. Unrelated to the initial complaint, the pump powered on with the returned battery cap to a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.